Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Per information presented at the acc conference (march 2007); the female patient experienced a stent thrombosis with st elevation mi more than 12 months after implantation of a cypher stent. Patient was treatead with another cypher stent. This patient with a history of heroine abuse, hyperlipidemia, hypertension, and a positive family history of cad was referred for coronary angiography due to chest pressure and a positive persantine stress test. Upon admission for the cardiac cath, the patient's bcg showed t-wave inversions in I, 3vl, and across all precordial leads. Her cardiac enzymes were also increased. Angiography revealed an 85-90% hazy, stenosis in the proximal lad. A 3.0 x 13mm cypher stent was placed by direct stenting technique with a very good result. Of note, the ostium of a small diagonal branch was compromised following stent placement. No additional intervention was required for this. The patient was released on a regimen of aspirin and plavix for an indefinite duration. Approximately 31 months post cypher implant, the patient presented to the emergency room with 60 minutes of severe chest heaviness, diaphoresis and dyspnea. She was ruled in for an acute anterior wall mi. She was taken to the cath lab for evaluation. Of note, the patient continues to smoke two packs of cigarettes per day. Repeat angiography revealed a thrombotic occlusion of the cypher stent in the proximal lad. Flow was established after the crossing of a 0.014" atw ptca guidewire. The site was predilated with a 2.5mm maverick balloon. A 3.0 x 23mm cypher stent was deployed within the proximal lad and was post-dilated to 24 atms. A 2.0 maverick balloon was used to post-dilate the ostium of the diagonal branch though the sidewall of the cyper stent. An excellent angiographic result was achieved.